Event description:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating there was a burn mark on the patient skin after use. Additional information provided has two digital photos which show the chest area of a male patient with a reddened area right lateral chest wall and anterior right chest. The skin is intact. It was reported to be a 1st degree burn. No medical surgical intervention was required. The device was being used for a cardioversion procedure using 200j. The device was returned to clinical use the fse evaluated the device on site. No fault was found. This will be documented as a side effect of the therapy that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Reporter phone: (B)(6).